Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that, after eight days of usage, the motor current was high and a pump stop occurred. It was not possible to start the pump again, so it was explanted.

Manufacturer narrative:
B1: adverse event incorrectly reported on initial. H1: type of reportable event incorrectly reported on initial.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Pump stop: the cause of the pump stop issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.